Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd safetyglide¿ needle was not able to push medication through needle. The following information was provided by the initial reporter: material no: 305916, batch no: 1327251. It was reported that " not able to push medication through needle." Verbatim: I placed a midas for a recent issue with the bd safety glide 25 x 1 gauge needles we got from mss supply. Lot number 1327251 and lot number 1327251. Nurse attached needle to hepatitis vaccine attempted to prime needle and was not able to push medication through needle. Tried with each box ( see lot number) without success. Found another box and was successful.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 1 bd safetyglide¿ needle was not able to push medication through needle. The following information was provided by the initial reporter: material no: 305916; batch no: 1327251. It was reported that " not able to push medication through needle." Verbatim: I placed a midas for a recent issue with the bd safety glide 25 x 1 gauge needles we got from mss supply. Lot number 1327251 and lot number 1327251. Nurse attached needle to hepatitis vaccine attempted to prime needle and was not able to push medication through needle. Tried with each box ( see lot number) without success. Found another box and was successful.